Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed with sensor patch or sensor adhesive. Therefore, this issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as red, inflamed, and had 2-3 mm ¿white head¿ and pus was discharged out at the sensor site. The customer was unable to self-treat. The customer¿s care giver applied neosporin on the infected area. Additionally, the customer had a contact with a healthcare professional (hcp) and received unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event.